Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedance measurements that resulted in loss of capture and pacing inhibition. A revision procedure has been scheduled to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received that a revision procedure was performed due to the high out of range pace impedance measurements. The left ventricular (lv) lead was surgically capped and successfully replaced. The cardiac resynchronization therapy defibrillator (crt-d) remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.